Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device did not move smoothly, and the sliding sleeve seal was incorrect. Therefore, the reported condition that the device had something wrong with the sealing under the sliding sleeve was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was not moving smoothly, the device had insufficient/low power, the motor was worn, and the sliding sleeve seal was incorrect. It was further determined that the device failed pretest for check oscillation frequency, and check for sticky trigger. It was noted in the service order that the device had something wrong with the sealing under the sliding sleeve. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.